Event description:
It was reported that the patient could feel pacing, after noise was noted on the atrial lead post-device changeout about one year ago. It was noted that the lead had switched to unipolar pacing. The lead was explanted. During the procedure, a possible insulation issue was noted on the rv (right ventricular) lead, so it too was explanted and both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, implantable pulse generator, (B)(6) 2012. (B)(4). Evaluation summary: the outer insulation of the lead developed a breach due to a depression while in vivo; partial lead returned and analyzed.